Event description:
Pump was found stopped after the pt's heart rate monitor alarmed. Neither the ECMO alarm silence or override were engaged. Therefore, machine/alarm failure is questioned. Pt unstable off pump and condition deterating when found but experienced no sequelae. The cause of the machine/alarm failure is unverified after complete assessment by sorin biomedical, inc. Field service technician.